Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. If new information were to become available, this report will be further evaluated and updated. Until such time, the investigation is considered complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did provide multiple inappropriate shocks for supraventricular tachycardia, which did exhaust therapy. Upon review of episodes, it was evident that the device did provide all atp therapies and exhausted the shocks too for what appeared to be the svt. The patient was seen in the emergency room as a result. The boston scientific technical services consultant discussed detection enhancement programming with the local area sales representative. There were no reported adverse patient symptoms associated with these clinical observations.